Manufacturer narrative:
The device was manufactured february 1, 2018 - february 5, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during infusion. The device had been filled with 2g meropenem in physiological serum to a total fill volume of approximately 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.